Event description:
It was reported that low impedances were measured. Impedance was measured to be 37 ohms on electrode pair 0 and 1, 38 ohms on 0 and 2, and 36 ohms on 1 and 2. Reprogramming was done as a result of the event. It was unknown if there were any patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0206525606, implanted: (B)(6) 2013, product type: lead.